Manufacturer narrative:
Trackwise #(B)(4). The investigation has been started since the complaint was received, and the following contents has been conducted: 1. Analysis of production: the DHR of the reported lot 3000230295 has been reviewed. No non-conformity indicating the reported failure is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrate the knob can be tightened and flexlink arm can be tightened. 2. Trend analysis: in the last 12 months, the occurrence rate is approx. 0.028% which is under anticipated occurrence rate. 3. Device was not received for evaluation, based on the investigation, there¿s no deficiency identified from production relevant to the ¿knob difficult/ unable to tighten-arm does not lock¿ issue prior to this complaint. It is not indicated that it is the production problem, and also not indicated a manufacturing defect caused or contributed to the reported failure during the investigation. Since the event occurred during the use of the device and the procedural operation is unavailable for review, and the device is not available for evaluation, the specific root cause cannot be determined.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat suv stabilizer system. They turned the handle but could not fix it. No problem using spare om-9000z. No health hazard to patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.